Manufacturer narrative:
Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, the indicator window of a 7f exoseal vascular closure device (vcd) did not change color during withdrawal. Manual compression was applied instead. There was no reported patient injury. While slowly retracting the device at an angle of approximately 45 degrees, pulsatile blood flow in the blood return indicator stopped. The operator then slowly withdrew the closure device by about 1 cm and felt resistance, suggesting that the wire loop might have engaged the vessel puncture site; however, the indicator window still did not change color, and continued slow withdrawal did not result in a color change. The procedure involved retrograde puncture using an 8f non-cordis sheath introducer. The physician achieved certification on the use of the 7f exoseal vascular closure device (vcd). The exoseal vcd was stored and prepared according to the instructions for use, with no visible device or packaging damage observed. Angiography confirmed femoral artery suitability, including appropriate insertion angle, and the vessel diameter was at least 5 mm with no calcium, plaque, stent, significant stenosis, or pre-existing vascular complications at or near the puncture site. There was no difficulty connecting the vascular sheath introducer to the exoseal vascular closure device. The indicator wire cowling locked with an audible click. The device and sheath introducer were retracted together until bleed-back slowed, although the indicator did not display black and no red color appeared during retraction. The physician did not place their thumb on the plug deployment button, and the indicator wire loop was not deployed upon removal. The device was not tested outside the patient. The device will be returned for evaluation.

Manufacturer narrative:
This device is available for analysis, but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt.

Event description:
As reported, the indicator window of a 7f exoseal vascular closure device (vcd) did not change color during withdrawal. Manual compression was applied instead. There was no reported patient injury. While slowly retracting the device at an angle of approximately 45 degrees, pulsatile blood flow in the blood return indicator stopped. The operator then slowly withdrew the closure device by about 1 cm and felt resistance, suggesting that the wire loop might have engaged the vessel puncture site; however, the indicator window still did not change color, and continued slow withdrawal did not result in a color change. The procedure involved retrograde puncture using an 8f non-cordis sheath introducer. The physician achieved certification on the use of the 7f exoseal vascular closure device (vcd). The exoseal vcd was stored and prepared according to the instructions for use, with no visible device or packaging damage observed. Angiography confirmed femoral artery suitability, including appropriate insertion angle, and the vessel diameter was at least 5 mm with no calcium, plaque, stent, significant stenosis, or pre-existing vascular complications at or near the puncture site. There was no difficulty connecting the vascular sheath introducer to the exoseal vascular closure device. The indicator wire cowling locked with an audible click. The device and sheath introducer were retracted together until bleed-back slowed, although the indicator did not display black and no red color appeared during retraction. The physician did not place their thumb on the plug deployment button, and the indicator wire loop was not deployed upon removal. The device was not tested outside the patient. The device will not be returned for evaluation as multiple attempts were made without success.

Event description:
As reported, the indicator window of a 7f exoseal vascular closure device (vcd) did not change color during withdrawal. After the device was removed from the patient, the indicator wire was not fully deployed, with approximately one-third still remaining within the delivery shaft. The device was not manipulated after removal and was returned in its original condition manual compression was applied instead. There was no reported patient injury. While slowly retracting the device at an angle of approximately 45 degrees, pulsatile blood flow in the blood return indicator stopped. The operator then slowly withdrew the closure device by about 1 cm and felt resistance, suggesting that the wire loop might have engaged the vessel puncture site; however, the indicator window still did not change color, and continued slow withdrawal did not result in a color change. The procedure involved retrograde puncture using an 8f non-cordis sheath introducer. The physician achieved certification on the use of the 7f exoseal vascular closure device (vcd). The exoseal vcd was stored and prepared according to the instructions for use, with no visible device or packaging damage observed. Angiography confirmed femoral artery suitability, including appropriate insertion angle, and the vessel diameter was at least 5 mm with no calcium, plaque, stent, significant stenosis, or pre-existing vascular complications at or near the puncture site. There was no difficulty connecting the vascular sheath introducer to the exoseal vascular closure device. The indicator wire cowling locked with an audible click. The device and sheath introducer were retracted together until bleed-back slowed, although the indicator did not display black and no red color appeared during retraction. The physician did not place their thumb on the plug deployment button, and the indicator wire loop was not deployed upon removal. The device was not tested outside the patient. The device will not be returned for evaluation as multiple attempts were made without success.

Manufacturer narrative:
As reported, the indicator window of a 7f exoseal vascular closure device (vcd) did not change color during withdrawal. After the device was removed from the patient, the indicator wire was not fully deployed, with approximately one-third still remaining within the delivery shaft. The device was not manipulated after removal and was returned in its original condition manual compression was applied instead. There was no reported patient injury. While slowly retracting the device at an angle of approximately 45 degrees, pulsatile blood flow in the blood return indicator stopped. The operator then slowly withdrew the closure device by about 1 cm and felt resistance, suggesting that the wire loop might have engaged the vessel puncture site; however, the indicator window still did not change color, and continued slow withdrawal did not result in a color change. The procedure involved retrograde puncture using an 8f non-cordis sheath introducer. The physician achieved certification on the use of the 7f exoseal vascular closure device (vcd). The exoseal vcd was stored and prepared according to the instructions for use, with no visible device or packaging damage observed. Angiography confirmed femoral artery suitability, including appropriate insertion angle, and the vessel diameter was at least 5 mm with no calcium, plaque, stent, significant stenosis, or pre-existing vascular complications at or near the puncture site. There was no difficulty connecting the vascular sheath introducer to the exoseal vascular closure device. The indicator wire cowling locked with an audible click. The device and sheath introducer were retracted together until bleed-back slowed, although the indicator did not display black and no red color appeared during retraction. The physician did not place their thumb on the plug deployment button, and the indicator wire loop was not deployed upon removal. The device was not tested outside the patient. One non-sterile 7f exoseal vascular closure device was returned for investigation. Visual inspection showed that the deployment lever was not depressed, while the guard was locked. The plug was found in its manufactured position, and the indicator wire was found fully deployed. An 8f non-cordis catheter sheath introducer (csi) was returned inserted on the received unit. The indicator window was observed in the black/white position. No additional anomalies were reported during this visual analysis. A deployment simulation evaluation was performed. During this analysis the indicator wire was pulled to achieve the black/black position in the indicator window, then it proceeded with the deployment lever full depression, achieving the indicator wire retraction, and plug expected deployment. Additionally, the indicator window black/white/red position was obtained as well. A high-magnification microscopic evaluation was conducted to examine the internal mechanism. No abnormal conditions were observed during this analysis. A review of the manufacturing documentation associated with lot 18392250 presented no issues during the manufacturing process that can be related to the reported event. The reported event of ¿indicator window no change to indicator¿ was not observed on the returned device since functional analysis was completed and full window transition with successful plug deployment was achieved. The exact cause of the issue experienced could not be conclusively determined during analysis. Based on the information available for review and product analysis, user-related factors (user error) such as the 8f sheath which was returned inserted into the 7f exoseal device may have affected the device. As stated in the indication for use (IFU), ¿the exoseal¿ vascular closure device is indicated for femoral artery puncture site closure, reducing time to hemostasis and ambulation in patients who have undergone diagnostic or interventional procedures using a standard corresponding french size vascular sheath introducer with up to a 12 cm working length.¿ the product description also includes, ¿note: the indwelling vascular sheath introducer must allow the bleed-back port to extend beyond the distal tip of the sheath. The french size of the exoseal¿ vcd must correspond to the french size of the vascular sheath introducer in use.¿ usage of the product other than that indicated in the product's IFU may involve additional risks not described in the labeling and could possibly affect the use of the device. The indwelling vascular sheath introducer must allow the bleed-back port to extend beyond the distal tip of the sheath. The french size of the exoseal¿ vcd must correspond to the french size of the vascular sheath introducer in use.¿ usage of the product other than that indicated in the product's IFU may involve additional risks not described in the labeling. As warned in the instructions for use (IFU), which is not intended as a mitigation, ¿during retraction of the exoseal device and the sheath as a single unit it is important to ensure that the operator¿s thumb is not placed or resting on the plug deployment button. The instructions for use (IFU) provides the following caution: if the graphic pattern in the indicator window does not change to a solid black color after approximately 1cm of retraction from the point that pulsatile flow significantly slowed or has stopped, discontinue the use of the device.¿ neither the product analysis, product history review, nor the information available for review suggests that the reported failure could be related to the design or manufacturing process of the unit. However, an investigation has been initiated to further investigate similar complaints reported.